Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fingertip scanner was not reading occasionally. A field service engineer confirmed that the bio ID was working, reseated both sides of usb cable. After testing again, the fse had no issues logging in. However, since the 1.8 upgrade, only 1 or 2 customers have experienced login problems and bio ID was working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary fingertip scanner was not reading. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.